Manufacturer narrative:
The remote service engineer (rse) reviewed the error log with the customer and confirmed the error 1105 for alarm led failure occurred. The field service engineer replaced the power management board as well as the power switch overlay and the issue was resolved. The power management board was received for failure investigation. Unable to replicate failure. Cycle testing did not replicate reported failure. All leds operate normally.

Manufacturer narrative:
Date of report: 18may2021. (B)(4). It is unknown if the device was used on a patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported an alarm problem. When the device is turned on, there is a "led alarm" in red. Once reset, this alarm switches to yellow. It is unknown if the device was used on a patient use when this event occurred.